Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose level at the time of the incident was unknown. The customer stated that the display screen of the insulin pump was flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device had flashing white lcd display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage. Unable to perform self test, sleep current measurement test, active current measurement test and displacement test due to flashing white lcd display.